Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture, granuloma, symptoms of generalized illness such as swollen lymph nodes, weight gain, inflammation, chronic neck & back pain, allergies to everything, always sweating, dry mouth and dry eyes, and chronic migraine, and capsular contracture; baker grade iii-IV. (B)(4).

Event description:
It was reported from us that a (B)(6)-year-old asian female patient who underwent breast implant surgery with mentor medical devices (sm mpp gel 500cc, date of implant (B)(6) 2007) has experienced bilateral rupture, granuloma, and capsular contracture; baker grade IV on left and baker grade iii-IV on the right side. She has also reported symptoms of generalized illness such as swollen lymph nodes, weight gain, inflammation, chronic neck & back pain, allergies to everything, always sweating, dry mouth and dry eyes, and chronic migraine. As a result, the patient underwent explantation of the devices on (B)(6) 2020. This report is for the patient¿s right-sided device.